Event description:
The customer reported that during use of this tubing set with an arthroscopic pump in an acl procedure, it continued to pump fluid resulting in excessive swelling to the patient's upper leg. To date, no further information is available.

Manufacturer narrative:
Investigation findings: the pump and tubing set were received for evaluation and the reported problem could not be duplicated. Visual inspection of the pump found physical damage to the back of the case, the front switch panel has corrosive deposits on the pc board and the ground contacts have rust-like deposits on their surfaces. Further testing and evaluation found the pump was operational, but the solenoids were out of calibration. Conmed linvatec repair records show that this pump was last repaired in 2002 and preventive maintenance is overdue. An investigation of the tubing set found it to function within specification during testing. The instruction manual that accompanies this pump recommends annual inspection and calibration.